Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having difficulty charging their implant. Patient stated they have been unable to charge their implant for hours and the controller would not advance past a certain screen while attempting to initiate a recharge session. Agent walked patient through resetting the controller. Patient then connected recharger and confirmed no device found. Patient, pressed recharge, and entered passive recharge mode. Patient reported seeing the following numbers: 22-38-50. Pt also reported that their ins was flipping in the implant pocket so they had a revision procedure done on friday. Pt confirmed that they still have a bandage over the incision. Agent reviewed with patient that the swelling and bandage at the implant site may be affecting the recharge quality. Agent instructed caller to continue with passive recharge mode until they are able to charge in a normal state.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.